Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was determined that the customer's blood glucose (bg) levels were elevated at 400mg/dl, after the last cartridge change. Customer treated elevated bgs by administering a correction bolus. Customer had not cleared the air bubbles in the syringe before inserting insulin into the cartridge. Customer was educated on the proper way to load insulin into the cartridge.

Manufacturer narrative:
The t:slim g4 insulin pump user guide states, "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe,"